Event description:
(B)(4). In (B)(6), I was due to deliver my son; at my doctors appt, she explained I was dilated to 2 and she was sending me to hosp. And then gave me papers to sign for my tubal to sign. At an earlier appt, I said that I wanted my tubes cut snip typed and burnt but never discussed it any further. After his birth, I followed with the tumble but was not informed about the clips. I have just now found out that I have clips in areas that are painful constantly. Cramping shooting or stabbing pain. Also I was walking at a flea market and picked up my son to have a large bubble gum bubble come around my rib on the right side . I pushed it back in and my husband put aace wrap around me . I have also cold flashes and hot flashes daily, I cry for no reason , or depression. I have dizzy spells when I stand up , sometimes every time I stand and times I go days w/o getting dizzy. I stay constipated, I take stool softeners daily just to possibly poop . I have headaches when I wake every day. About a year ago, I thought I was dying, couldn't breath and the emt said it was anxiety from my bp . I fell fatigue, a lot tired /sick, no energy. I have gained belly weight , only that I don't know why no changes in life situation. It hurt just about constantly in my belly on the right side or across the pelvis both sides. I have 2 periods a month , my breast have decreased in size drastically and always hurt. I have memory lapses , I forgot where I was going one day pulled over figured out where I was going via phone , drove off and forgot again. Things that wouldn't forget sometimes I just can't think of but I know it.